Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical pathologist that the customer passed away in an unknown location. The cause of death was unknown as the cause is yet to be determined. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller was requesting a letter of analysis as the doctor was conducting an investigation into the customer's passing. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.